Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the back cane has a crack in it.

Manufacturer narrative:
Additional/updated information was added to reflect the right frame being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the rear upright tube was broken off just above the seat rail. An expanded evaluation was performed. The expanded evaluation report confirmed that the back cane portion of the right side frame was fractured just above the weld where the upper side bar and the back cane meet. However, the underlying cause could not be determined. (B)(4).

Event description:
The dealer stated that the back cane has a crack in it.